Manufacturer narrative:
The device has been returned and evaluated by product analysis on 22-aug-2018 with the following findings: a review of the pump¿s black box showed a cs 163 no cartridge detected warning. During testing, the force sensor calibration was found to be out of required specification. There was moisture corrosion found within the force sensor housing. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.